Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors. The customer's blood glucose value was unknown. The customer was reported that the insulin pump had random no delivery alarms, it was non-responsive to a brand-new battery, had calibration errors and diminished battery life. Settings were erased when putting in a new battery. The insulin pump will not be returned for analysis.